Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8781, serial#(B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
It was reported that there was a cerebral spinal fluid (csf) leak. Patient symptoms included a headache, with ¿mild severity.¿ it was reported that the event resolved without sequelae. Interventions included were ¿increase caffeine intake¿ on (B)(6) 2013 and surgical treatment, ¿purse-string sutures placed around the catheter exit site on (B)(6)2013. The pump was delivering morphine.